Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump twice alarmed no delivery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 589 mg/dl and 600 mg/dl at the time of when both alarms were received. Customer indicated that two days after the high blood glucose, she was stable. Customer declined to troubleshoot for high blood glucose and alarms. The customer was advised to monitor pump and to follow up with doctor regarding the high blood glucose. No further information was provided.